Event description:
Customer is reporting a pressure dome leak. Name and function of complainant: same as reporter. Issue started on (B)(6) 2013. Kit lot number b318-815. Customer reported a blood leak occurred on the pump deck noticed at 267 whole blood processed, about 10 minutes after starting the treatment. Customer aborted the treatment and no blood in the kit at that time was returned to the pt. Customer stated the blood leak appeared to be from the sys pressure dome, and stated pressure dome membrane had appeared to be intact when the kit was removed. Customer sent two photos of the leak on the pump deck. Product will not be returned for an investigation. Photos only will be provided for investigation.

Manufacturer narrative:
Batch record review of the lot file for b318 was performed. There were no non conformance related to this event type. This lot met all release requirements. A review of complaints rec'd for lot b318 was performed. There were no other pressure dome leak complaints reported to date for this lot. The kit was not returned for further investigation. Photographs of the product were sent on (B)(4) 2013. The photos were reviewed and the leak was confirmed. However, a root cause for the pressure dome leak cannot be determined based on the info reported and photographs rec'd by the customer. Svc order (B)(4) completed: (B)(4) 2013. Fe cleaned instrument. Checked pressure sensors and found no damage. Performed sys checkout. Instrument has been verified to operate as expected. All required documentation was give to the customer. (B)(4).